Manufacturer narrative:
The field service engineer (fse) found the gear pump motor was not turning. The fse replaced the gear pump and set the correct pressure. The sample and reagent probes were replaced and instrument operation was checked. The customer performed qc. The customer had no further issues after the gear pump was replaced. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for creatinine that did not correspond to their clinical picture on a cobas 4000 c (311) stand alone system. The following is an example of discrepant results for 1 patient sample. The initial result was 197umol/l. The repeat result was 97 umol/l.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided.